Event description:
Revision surgery - the pt received a hemiarthroplasty in (B)(6) and has experienced worsened rotator cuff arthroplasty causing the prosthesis to ride high on the glenoid. There were no noticable defects in the prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 5.7 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was not determined with confidence, but most likely due to rotator cuff problems. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.